Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser power readings were out of specifications when using the laser indirect ophthalmoscope (lio). Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer reported that the laser indirect ophthalmoscope (lio) output from the embedded laser in the system was out of specification. The company service representative examined the system and was able to replicate the reported low power issue. The company service representative recalibrated the lio power output. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The lio was examined and the reported event was replicated. The company representative recalibrated the lio power output. The lio was tested and found to meet product specifications. The lio accessory was found to meet specifications and the root cause of the reported event can be attributed to the calibration of the system. However, how or when the system became nonconforming cannot be determined conclusively. The root cause can be attributed to the nonconforming calibration of the lio power output in the system. (B)(4).